Event description:
The hcp reported the pt had been on 210mcg/day of baclofen and was increased to 230mcg/day. A bridge bolus from a concentration change was entered as 51 minutes instead of 51 hours using the n'vision programmer. "The data entry system that was a linear array of digits is complicated, and may have contributed to this error by staff". One hour later, the pt became sedated and the hcp withdrew 8ml from the sideport. The pt developed poor respiratory effort within the next hour and required intubation and mechanical ventilation overnight. Physostigmine treatment was not attempted. The pt was extubated and discharged without sequela. At discharge, the pump was delivering 210mcg/day and the patient's tone was controlled. Neurological consultation 4 days after the event found no new impairments and decreased upper extremity tone compared to prior exams.